Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, (B)(6) 2013; 1258t competitor implantable pacing lead, (B)(6) 2013. -(B)(4).

Event description:
It was reported that there was an alert for high pacing impedance on the right ventricular (rv) lead. Two months later, the impedance was found to be within acceptable range. The lead is still in use. No patient complications have been reported as a result of this event.